Event description:
Information received from legal: the plaintiff alleges that the rejuvenate modular/ abg ii hip stem implanted in his hip failed.

Manufacturer narrative:
Reported event: an event regarding implant failure involving an unknown rejuvenate/abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records could not be performed as the reported device was not properly identified. Complaint history review:a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate and abgii modular product families. These events were determined to be associated with ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported implant failure is considered to be under the scope of this recall. No further investigation is required. Device not returned.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported hip stem failed is considered to be under the scope of this recall. No further investigation is required. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Information received from legal: the plaintiff alleges that the rejuvenate modular/ abg ii hip stem implanted in his hip failed.